Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
H3, h6: internal complaint reference: case-(B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The battery, battery charger and foot switch were included. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization or contaminants entering the mechanical joints of the device damaging the seals, spacers, pressure rings and pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the spider2 did not move the joint. No delay or other complications were reported. It is unknown if there was a backup available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.